Event description:
A hospital in (B)(6) reported that the base of an mr290 autofeed chamber was corroded. It was further reported that the mr290 chamber may have inadvertently been spiked to a citrate solution bag as opposed to a sterile water bag. The hospital noted that the chamber was found to be leaking and the ventilator was not holding its pressure during the incident. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that the base of an mr290 autofeed chamber.was corroded. It was further reported that the mr290 chamber may have inadvertently been spiked to a citrate solution bag as opposed to a sterile water bag. The hospital noted that the chamber was found to be leaking and the ventilator was not holding its pressure during the incident. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fph in (B)(4). The chamber was visually inspected. Results: the visual inspection revealed that the aluminium chamber base was badly damaged and had separated from the chamber dome, and a large amount of white residue was found inside the chamber dome and on the base. In order to determine the nature of the white residue present in the chamber, an energy dispersive spectroscopy of the substance was performed by (B)(4) on the (B)(4) 2012. The eds detected carbon, oxygen, sodium and aluminium. An ftir analysis of the white residue was then performed by (B)(4) on (B)(4) 2012. The result indicated that the recorded spectrum was most similar to that of sodium citrate. Sodium citrate would have caused the damage observed to the chamber base. Conclusion: it is therefore our conclusion that a solution of sodium citrate had entered the chamber via the feedset tube from an external source, most likely from the attached water bag. The user instructions which accompany the mr290 chamber make it quite clear that the mr290 chamber is only to be used with water.

Manufacturer narrative:
(B)(4). The complaint chamber mr290 is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.